Event description:
It was reported that during post-surgery, it was observed that the motor device made a grinding noise when the foot pedal was stepped on. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor had a slight rub. Therefore, the reported condition was confirmed. It was determined that this was due to worn veins and bearings. The assignable root cause was determined to be due to worn out bearings, which is, normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.